Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that a system message was displayed.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The extender pcb and data I/o cable were replaced for diagnostic purposes. The system shut down on its own and then displayed the sm [communications failure with the laser submodule. Laser functions will be disabled] again. The company service representative tested the system but the laser module failed the service test procedure (stp). The company service representative noted to the customer, that the system might be used only for cataract cases. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser stopped working during a surgical procedure. The case was completed with no impact to the patient. Additional information was requested and received.